Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen dose and concentration not reported via an implantable pump. The indication for use was intractable spasticity. On (B)(6) 2018 it was reported that the company representative was going to read the pump and see patient that had a motor stall and was currently in ICU (intensive care unit). No further complications were reported. Additional information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 1,000 mcg/ml lioresal baclofen at a dose of 181.9 mcg/day via an implantable infusion pump. From (B)(6) 2018 to (B)(6) 2018 the pump had multiple motor stalls and recoveries including a stopped pump period may exceed tube set on (B)(6) 2018. It was unknown what if any environmental/external/patient factors may have contributed or led to the issue. The pump logs were interrogated and logs read multiple motor stalls with a permanent motor stall on (B)(6) 2018. The pump was explanted and replaced on (B)(6) 2018 and would not be returned to the manufacturer for analysis. The issue was resolved at the time of this report. The patient's status was "alive - no injury".